Event description:
On (B)(4) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that a couple of days prior to contacting lfs he tested with the subject meter right after exercising and obtained a reading of "5.4 mmol/l (97 mg/dl)". The patient informed the csr that he initially did not feel the reading was incorrect; however, 2-3 minutes after testing he began to feel shaky. At the onset of the symptom, the patient stated he tested his blood glucose with his other meter (freestyle) and obtained a result of "4.2 mmol/l (76 mg/dl)". Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30 mg/dl. In response to the symptom and/or reading obtained on the other device, the patient reported that he treated self with two glucose tablets. At the time of troubleshooting, the csr noted that the patient was using the correct testing technique and the test strips he used were in good condition. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining an alleged inaccurate result with the subject meter.

Manufacturer narrative:
Follow-up # 2 ¿ (07/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/16/2013 and 7/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.additional information:the retain test strips also passed all testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and the meter functioned properly; pa was unable to reproduce the complaint. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where there were more test strips observed n the vial than expected. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.